Manufacturer narrative:
Final analysis found the device in backup code c. Subsequent tests failed to reproduce the anomaly and were unable to determine the cause.

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes the device was in back-up code c.~~~~